Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service confirmed the device was leaking due to perforations in the adhesive of the bending section cover (a-rubber) due to external factors. In addition, the adhesive of the bending section cover was chipped. Service found the insertion tube was crushed, wrinkled, scratched and the coating was peeling off. The bending angulation was lacking due to elongation of the angle wire. Scratches were observed on the switch box, angle lever, universal cord, video cable, video connector, video connector case, and the up/down angle lock, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a pinhole in the bending section cover of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating was peeling off of the insertion section. This report is being submitted for the malfunction found by service during the device evaluation [coating peeling off].